Manufacturer narrative:
Although no event date was provided, log file review identified an event on 10/10/2025. The AED powered on with expired pads, prompting a replace pads warning during a user-aborted power-on self-test. The AED was then powered on for an event lasting 374 seconds, during which no shocks were delivered. Pads were disconnected, and the AED was powered off by the user and the AED reported a no pads warning - due to pads not being connected. On (B)(6) 2025, the user initiated a manual self-test and triggered service code 5251 by not pressing the shock button when prompted. This sc is consistent with user error, not device malfunction.

Event description:
Customer reported the AED did not operate properly during a rescue. Limited event details were available at the time of the call, and the AED was not in their possession. Customer also reported a service code 5251, but it was unclear whether the sc occurred before, during, or after the event. Customer confirmed no death associated with the incident.